Event description:
It was reported that there was high lv (left ventricular) threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6943 x2 implantable tachy leads, (B)(6) 2006; 5076 implantable pacing lead, (B)(6) 2006. (B)(4).